Manufacturer narrative:
A ge service rep performed an on site investigation. The lemo connector and interconnect cable were replaced. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed an intermittent communication failure error message which required a reboot to clear. The system was locking up. There is no report of patient injury.